Event description:
Nurse brought bag of tpn & administration set back to ctr to test line for possible occlusion. Upon placing set into pumps it was realized that set was made wrong. Line leading to pt was at top of set, instead of bottom as usual, when placed in machine.